Manufacturer narrative:
A tear was observed in the exposed portion of the soft cannula. The tear caused fluid to leak from the soft cannula, preventing it from flowing out the distal tip. Although the damage was observed, the timing and cause of the damage could not be determined. Score marks were observed on the interior of the top housing, indicating an interference between the linkage assembly and the top housing. The misaligned linkage assembly contributed to an exposed needle . It could not be determined if it affected the reported event of the device.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 36 and 48 hours. As treatment, the patient was able to activate a new pod.